Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low and high blood glucose of 49-254 mg/dl. The customer's high blood glucose level was treated with the manual injection. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer reported that the automode was not active. The device will not be returned for the analysis.